Event description:
It was reported to philips that the cadex c7200 device displayed a "hot wait 83 degrees" error message while attempting to charge an installed battery. The battery was placed in multiple chargers but experienced the same failure each time it began to charge. There was no patient involvement.

Manufacturer narrative:
Additional information provided: updated section b5 with a failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. The h6 method code has also been updated to coincide with the battery evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the cadex c7200 device displayed a "hot wait 83 degrees" error message while attempting to charge an installed battery. The battery was placed in multiple chargers but experienced the same failure each time it began to charge. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in two of the led indicators illuminating, indicating a partially charged battery. Upon evaluating the returned battery, it was verified that the component was unable to charge in the cadex c7200 battery analyzer. The technician documented that the cadex unit yielded a ¿hot wait 83 c¿ message each time the battery was installed. The battery was confirmed to be faulty and the component was scheduled to be returned to the vendor.

Event description:
It was reported to philips that the cadex c7200 device displayed a "hot wait 83 degrees" error message while attempting to charge an installed battery. The battery was placed in multiple chargers but experienced the same failure each time it began to charge. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in two of the led indicators illuminating, indicating a partially charged battery. Upon evaluating the returned battery, it was verified that the component was unable to charge in the cadex c7200 battery analyzer. The technician documented that the cadex unit yielded a ¿hot wait 83 c¿ message each time the battery was installed. The battery was confirmed to be faulty and the component was scheduled to be returned to the vendor. Upon response from the vendor, it was verified that the battery for the unit was faulty due to a failed temperature verification test. Due to the failure, the esd protection diode d6 shorted. It was also noted that the resulting cell voltage fell below specification resulting in the triggering of additional flags. No further evaluation was requested.

Manufacturer narrative:
Additional info: b5 - added vendor response submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.